Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction broke. Additional information received states that suction loss occurred in the left eye during flap bed creation. The surgeon tried to redock and try again but suction failed multiple times and decided to send the patient home and will return at a later date. It is noted that the patient will heal great.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows three successfully performed treatments. The energy was stable during the whole day. According to the provided patient interface serial number the reported treatment could be identified in the logfile. According to the logfile the treatment of the patient's eye was aborted after the warning message appeared. It could be possible, that the patient moved or rolled his eye and so the suction was lost. No technical root cause is detectable. The system was working within specification. Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface: visual inspection of the applanation cone of the patient interface shows liquid remains on the applanation surface. Functional testing of the patient interface with the system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientation of the suction ring but no lack of suction or instable suction could be reproduced. So no deviation of docking or other issues can be detected. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The most possible root cause is user handling during the docking process and the movement of the patient¿s eye. The manufacturer internal reference number is: (B)(4).